Manufacturer narrative:
Customer's blood glucose monitor has been returned for investigation. Results of the return testing are pending at time of file. Retain testing of the strip lot has been requested. A follow up report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a one minute time frame on the precision xtra blood glucose meter. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.